Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. The low reservoir alarm and missed bolus reminder alert features working properly. The device was received with cracked case at the display window corners, and minor scratched lcd window.

Event description:
Customer's father reported that while changing out his son's infusion set, the reservoir kept moving causing him to lose 200 units of insulin. The father also reported the insulin pump did not alarm when they pulled out the infusion set. The son's blood glucose was 113 mg/dl. Troubleshooting for the prime rewind process found insulin continued to drip after the motor stops during manual prime process. The father also stated the insulin continued to drip after letting go of the act button during the prime process. Troubleshooting also found insulin was dripping when there was a gap between the piston and reservoir. Troubleshooting found the drive support cap appeared to be normal. The father also stated the motor slowed down and numbers ramped up on the screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.